Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
New information notes the device was explanted.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. A device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.